Manufacturer narrative:
The suspect device was returned for evaluation. It was observed that the male luer of the stopcock that connected to the blue lumen of the catheter was damaged. The damaged stopcock is not a merit manufactured component. Based on the available information and investigation it was not possible to identify and determine the cause of the reported event. The male luer of the stopcock was damaged, hence not able to provide the proper locking mechanism and hence detached easily. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that in the intensive care unit at (B)(6) hospital, a male patient (age 65-85 years, weight 46-90 kg) was being treated with a cvc when the responsible nurse discovered that the floswitch to the blue lumen had detached from the device and was lying in the patient's bed. Ultrasound showed air bubbles in the heart. The nurse reattached the floswitch, aspirated air from the lumen, and performed a chest x-ray. Despite these interventions, the patient died; however, the cause of death is not yet clarified and a clinical autopsy is pending to determine whether death was due to the patient's fragile condition and/or linked to this incident. Staff noted that the floswitch is difficult to screw in and may easily be cross-threaded. The cvc has been saved and will be sent to the manufacturer for investigation, and measures have been implemented to regularly check connections and inspect threads/couplings.